Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative confirmed the issue and stated that they replaced collimator and the rotor motion controller. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the logs recorded a file error 619 on motion gantry.

Manufacturer narrative:
The collimator was returned to the manufacturer for analysis. Analysis found that collimator passed all tests. During homing, motors were grinding and ladders motor was also grinding. Analysis found that the reported event was related to a mechanical issue.

Manufacturer narrative:
The motion control box and rotor motor control were returned to the manufacturer for analysis. Analysis found that the parts functioned as intended. If information is provided in the future, a supplemental report will be issued.